Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 19507118 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a severe headache for unknown reason. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the patient was showing neurological signs of infection. Upon further investigation it was still unknown on why the patient was exhibiting neuro issues but since this occurred around the same time as implant and the physician decided to do the explant. It was also noted that there was no signs of infection at the site.

Event description:
A report was received that the patient had a severe headache for unknown reason. The patient underwent an explant procedure. No device malfunction was suspected.